Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor error and prime anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had received motor error and insulin was squirting out during prime. It was reported that the screen was scratched. The insulin pump will not be returned for analysis.